Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
At this time, no repair information has been provided. A supplemental report will be sent if additional information is provided. H3 other text : not returned to manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an autofill failure alarm . The nurse called regarding the autofill failure message that keeps alarming. She had attempted the iab fill key multiple times and it was still not pumping. She said prior to the autofill failure, the tubing had gotten pinched with the device when she was mobilizing. They were able to resolve the kink, but not the alarm they switched consoles and it continued. The catheter was axillary insertion. It was explained that it could be a restriction even though she did not note a restriction alarm or a hole in the balloon and no blood was noted. It was suggested to reposition the patient, and check the insertion site for any restrictions. Total time she estimated the pump had been in standby was approximately 20 min. She said the cardiac surgery team was at the bedside and were attempting the troubleshooting. She was reminded that the pump cannot be in standby beyond 30 minutes, so removal would be the recommendation if repositioning wasn¿t working. Follow up with the charge nurse in the ccu indicated the catheter was replaced in the patient, however the initial catheter was not saved. The charge nurse said they would not be able to know which pump the patient was initially on at the time of the alarm. There was no harm to patient. This report is for the iabp used in the event, the iab catheter is being reported separately.